Manufacturer narrative:
Additional information was received that the patient's condition was not device related. The patient underwent an ipg replacement procedure per patient's and physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had a lower back condition that required a magnetic resonance imaging (MRI). The patient will undergo a replacement procedure.

Event description:
A report was received that the patient had a lower back condition that required a magnetic resonance imaging (MRI). The patient will undergo a replacement procedure.